Event description:
Metallosis found within hip joint.

Manufacturer narrative:
This implant is not sold in the u.s. To be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the u.s. At this time. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. 1818910-2010-09914 is a duplicate report of 1818910-2011-21585. 1818910-2010-09914 will be rejected. 1818910-2011-21585 will be kept for investigation purposes.

Event description:
Com created in order to void. New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - clinical study - the subject underwent primary thr, right side, in (B)(6) 2003. Osteolysis proximal femur with metallosis was diagnosed (date tbc). Revision of asr. Operation report states 'gross metallosis found within hip joint with reactive synovitis' and 'frozen section analysis showing degenerative tissue and metal particles, no evidence of any cellular or neoplastic process'. Biopsy result conclusions - right femur - metallosis related osteolytic lesion. No evidence of malignancy. Right femur synovial biopsy, mild chronic synovitis with prosthetic detritis. (B)(4) is a duplicate of (B)(4). I have taken all the important details from all 3 dint and added them to (B)(4). I have then recreated (B)(4) and once all MDR's are complete I will void each com. Update 5 sep 2014 - the products have been retrieved from the freezer and these have been sent to (B)(4) as part of the asr recall program.